Manufacturer narrative:
The height was set properly and adjustment nut tightened. A few weeks later the nuts were becoming loose, when attempted to tighten the nut will just spin. The threads on the nut appears to have been compressed and the handle falls down into the lowest position.the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).

Event description:
The height was set properly and adjustment nut tightened. A few weeks later the nuts were becoming loose, when attempted to tighten the nut will just spin. The threads on the nut appears to have been compressed and the handle falls down into the lowest position.the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).